Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 7 days, syncopes were reported. The long-term ECG showed pauses >8 s. Aside from the syncopes, no deterioration in the pt's state of health was reported. No further syncopes were reported after the device had been reprogrammed. Despite no explant date or mention of intervention, this device was returned for analysis.